Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the coagulation button of the vapr vue wireless footswitch stopped working, was confirmed. On testing the device, it was found that the device did not power on. The corroded battery tray assembly was replaced to address the reported and identified failures. The device was tested and found to be working according to specifications. Fluid ingress into the device is the root cause of the corrosion of the battery tray assembly which may also have damaged the enclosed batteries, thus causing the reported failure. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020, it was observed that the coagulation button on the vapr vue wireless footswitch device stopped working. The handcontrol was used to complete the procedure. There were no patient consequences nor surgical delay reported. No additional information was provided.